Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 4/3/2019. Device returned to manufacturer? Yes. Device evaluation: the product was not returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricity material were observed on cartridge. The cartridge tip was observed bent and broken. The lens was also observed stuck at the cartridge tip section. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Manufacturing records review: the manufacturing records for the product was reviewed. No deviations were found during this process related to the complaint issue reported. There are no discrepancies found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the injector of lens model, pcb00v was bent. As a result, the lens was removed from the delivery system and implanted using a platinum injector. Reportedly, there was no patient injury. No additional information provided.